Manufacturer narrative:
Pump received with no esc and act button response due to flattened button dome switch. No button error alarm noted during testing. Unable to verify for unexpected restart alarm due to no esc and act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that his daughter's insulin pump alarmed unexpected restart and the alarm cannot be cleared. Customer also indicated that the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Child's blood glucose was 210 mg/dl at the time of incident. Troubleshooting was unable to be performed due to the keypad being not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.